Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the homechoice cassette. The patient stated that they received a cassette with cuts all over the tubing. They further described it looking "as though it was mangled in a machine". There was no patient injury or medical intervention associated with this event. No additional information is available.